Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2000. Legal counsel further reports patient experienced dislocations on (B)(6) 2007 and (B)(6) 2009. Subsequently, legal counsel reports patient underwent a revision procedure on (B)(6) 2009 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility and decreased range of motion. A review of invoice history confirmed the initial procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, ¿material sensitivity reactions.¿ number 11 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 13 states, ¿dislocation and subluxation due to inadequate fixation and improper positioning." Number 19 states, "postoperative bone fracture and pain." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-03777 / 03778, 03780).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2014-03777 / 03778 and 2014-03780).

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2009, and a revision procedure on (B)(6) 2009 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, decreased range of motion, and dislocations on (B)(6) 2007 and (B)(6) 2009. A review of invoice history confirmed the initial procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient medical records indicates patient right hip revision performed on (B)(6) 2009 was due to hip instability, dislocations, subluxations, and leg length discrepancy. The patient's operative report noted osteolysis.